Event description:
During an in-clinic follow-up, high pacing impedance was observed on the atrial, right ventricular, and left ventricular channels. In addition, high defibrillation impedance was also observed on the high voltage channel. A device malfunction was suspected. The device was explanted and replaced, and all measurements were normal with the replacement device. The patient was in stable condition.

Manufacturer narrative:
The reported field event of high impedance was confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Functional testing was performed, and high impedances were observed on all channels. However, the failure was lost during analysis. The cause of the high impedances could not be conclusively determined.